Event description:
It was reported that the patient received inappropriate therapy due to oversensing of the fractured right ventricular (rv) lead. Insulation damage was also noted approximately 10cm before bifurcation (proximal part). The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and replaced because the noise algorithm did not withhold the inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Damage noted is the location of the fractures, not an insulation breach.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).